Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer wants to turn off threshold suspend, and that he set his insulin pump to vibrate but it keeps beeping. Customer's blood glucose level at the time 50mg/dl. No additional information was provided.